Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
The acetabular cup, liner, insert and head were removed due to aseptic loosening of the acetabular cup shell. The surgeon had no complaint regarding the implant. He believes that the loosening was due to an acetabular fracture possibly at insert of primary cup.

Manufacturer narrative:
An event regarding aseptic loosening and periprosthetic fracture of a trident shell following a fracture of the acetabular bone was reported. Malposition was confirmed following a review by a clinician but periprosthetic fracture was not confirmed. Method and results: device evaluation and results: not performed as no items were returned. Medical records received and evaluation: a review of medical records by a clinician concluded: procedure-related factors: cup malposition in low inclination and low anteversion. Deficient medial acetabular floor due to excessive reaming during primary arthroplasty, possibly associated with a periprosthetic fracture around the cup. Patient-related factors: none evident. Device-related factors: none. Diagnosis: excessive reaming of the acetabular floor has resulted in a weak supporting bone easily prone to periprosthetic fracture while the cup malposition in low inclination and anteversion has further contributed to pathological biomechanics of the arthroplasty further increasing the micromotion in the cup-bone interface. All this prevented proper bony consolidation of the cup ending in premature loosening requiring revision."; device history review: not performed as the lot ID provided was a invalid lot ID; complaint history review: not performed as the lot ID provided was invalid lot ID. Conclusions: a review of medical records by a clinician concluded - "excessive reaming of the acetabular floor has resulted in a weak supporting bone easily prone to periprosthetic fracture while the cup malposition in low inclination and anteversion has further contributed to pathological biomechanics of the arthroplasty further increasing the micromotion in the cup-bone interface. All this prevented proper bony consolidation of the cup ending in premature loosening requiring revision." If devices and / or additional information become available, this investigation will be reopened.

Event description:
The acetabular cup, liner, insert and head were removed due to aseptic loosening of the acetabular cup shell. The surgeon had no complaint regarding the implant. He believes that the loosening was due to an acetabular fracture possibly at insert of primary cup.